Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was symptomatic. It was reported that the right ventricular (rv) lead showed non-capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.